Event description:
According to the reporter: during urology after inserting the port and inserting the flexible mirror, it could not come out. The port seemed distorted from the beginning. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the balloon was disengaged from the cannula. The cannula was broken and disengaged from body of the device. The obturator appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon and broken cannula may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.